Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 559 mg/dl. The customer treated with an injection using a syringe. Customer stated that she was not wearing the insulin pump because she did not have any infusion sets. Customer declined troubleshooting. Customer reported that the infusion set tubing was getting caught on the belt clip. The customer also reported that there was stress or pull on the tubing. Customer was advised to change the infusion set, reservoir and insulin. The product was not returned for analysis.